Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at ipg site. As a result, surgical intervention was undertaken on 20 december where the ipg was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.